Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a video telescope had an image that was flickering. The issue was found during reprocessing of the device. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely this event occurred due to a defective charge-coupled device (ccd)/r-unit and/or a defective cable unit. The ccd unit may have failed due to one of the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. The cable unit may have failed due to one of the following; the cable pins on the connector are too small for the shield cables, the soldering joints of the shield group might be too weak to withstand the forces within the cable, the sealing compound within the connector does not seal the soldering joints and bare cable contacts completely against steam causing corrosion on the joints/cable, the cables/soldering joints are under stress during the manufacturing process which may lead to premature damage, and/or an old soldering process was implemented. In addition, the following non-reportable malfunctions were found during the device evaluation; the scope had corrosion and the cable unit was wrinkled. Olympus will continue to monitor field performance for this device.